Event description:
After the health care provider (hcp) had injected 25ml of baclofen in to the 40ml pump, the hcp noticed swelling of the pocket. The hcp stopped the refill as a pocket fill was suspected. The reservoir volume could not be verified because the needle had been extracted from the port and the hcp could not reach the reservoir post with the reservoir needle. The hcp tried to aspirate fluid but could not aspirate anything. The patient was hospitalized for monitoring. The following day the patient was reported to be ok and did not report any adverse effects. The patient was discharged from the hospital. The pump delivered baclofen.

Manufacturer narrative:
(B)(4).